Manufacturer narrative:
Based on the available information, this event is deemed to be both a serious injury and reportable malfunction. Additional details have been requested but was not received. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: september 26, 2016.

Event description:
Complaint received reporting that an endotracheal tube had kinked during use. Reporter stated that a pediatric patient had experienced symptoms of respiratory distress for between eighteen (18) and twenty (20) hours before an x-ray was performed. X-ray results showed that the endotracheal tube was kinked. The patient was extubated and then re-intubated. No further information was provided including patient details, treatment or outcome. Reporter provided photos of the x-ray images which appear to show a partially occluded endotracheal tube.